Event description:
It was reported on medwatch that in 2004, there was an adverse event and a disability or permanent damage. Date of implant: 2007. Update 08/12/08: reported left shouldr arthroscopic anterior capsular plication, acromioplasty and pain pump placement in left shoulder glenohumeral space. Approx 4 months later, right shoulder capsular plication and arthroscopic acromioplasty with on-q pain buster pain pump placed in the glenohumeral space. In 2004, a breg pain pump was placed; approx 4 months later, a "rt-on-q pain buster" was reportedly used. Contact anonymous.

Manufacturer narrative:
Eval summary: the info contained herein is based on the info provided by the initial reporter. The product was not available for eval and investigation. Without the actual product, part number, lot number, or actual details of the incident, an analysis cannot be conducted. The medwatch indicated that an adverse event had occurred with an outcome of disability or permanent damage, so this MDR is being filed. The pt has suffered shoulder problems. No confirmation was provided that this product was mfg by I-flow. It was reported that epinephrine was used in the pump. The directions for use for the painbuster pump contains a warning that states: "use of vasoconstrictors, such as epinephrine or adrenaline, is not necessary and may not be recommended for continuous infusions." The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today" that is available. If additional info becomes available in the future, we will reopen this complaint.